Manufacturer narrative:
Analysis of the implantable intrathecal catheter (B)(4) found a compressed area and a hole caused by a deep abrasion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2019, (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving bupivacaine (5mcg/ml at a dose of "0.5") and dilaudid (1mg/ml at 0.2mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pain was improved after pump implant and increase in dosing, but the hcp did a catheter access port (cap) study and was unable to get cerebrospinal fluid (csf) back. A catheter change was scheduled. The hcp opened both the pump pocket and the back catheter insertion pocket. Once both were opened and the catheter and pump were exposed, the hcp tried to aspirate the cap. No csf returned. The hcp then disconnected the catheter from the pump and still had no csf return. The hcp then pulled the catheter from the spinal canal. 2.5cm from the distal anchor showed a kink in the catheter. A new catheter was placed and csf was confirmed. The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.